Manufacturer narrative:
The initial patient result was 5.42 ug/ml.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the qms gentamicin immunoassay (gent) on a c502 analyzer. The gent reagent is not manufactured by roche and is manufactured by the microgenics corporation. The sample initially resulted as 5.4 ug/ml and this value was reported outside of the laboratory. The sample was for a gent trough. The doctor questioned the result, so the sample was repeated, resulting as 0.46 ug/ml. The repeat result was believed to be correct. The customer indicated that there were 13 tests remaining in the reagent cassette. The patient was not treated based on the initial result. The patient was not adversely affected. The gent reagent lot number and expiration date were asked for, but not provided. The field service engineer could not determine a cause for the issue and could not duplicate the issue. He checked and adjusted cuvette rinse levels, adjusted the sample probe rinse level, and adjusted the gear pump pressure. He completed preventive maintenance on the analyzer. The customer ran precision studies and this was within specifications.